Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. On an unreported date in the same month as the onset or the month following the onset, the patient was hospitalized and underwent a hernia repair surgical procedure. The patient is reported to be on hemodialysis therapy at this time. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.